Manufacturer narrative:
Lead: model 3093-28, lot# v806871, implanted: 2011 (B)(6), explanted: unknown.

Event description:
It was reported that the patient fell approximately one week ago. The next day she had a 5 to 6 inch long bruise, and was not sure if it was from the fall. The patient experienced therapeutic effects that were changing and diminishing. She went to a physician therapist for an unrelated issue and they used a tens unit on her left side (the implant was on the right side). The patient had stimulation turned onto group 4, and increased her amplitude from 0.9 to 1.1volts. Additional information has been requested, but was not available as of the date of this report.